Event description:
It was reported to medtronic neurosurgery via social media that the patient is having problems with her shunt. According to the report, the patient has had headaches on waking and nausea.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.